Event description:
It was reported that the physician attempted to explant this right atrial (ra) lead due to a loss of slack, however, the lead could not be removed due to a subclavian vein occlusion, and it was decided to replace and surgically abandon the lead. No additional adverse patient effects were reported.